Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing ruptured while using the bd intima-ii¿ closed IV catheter system, leading to failed injection. The following information was provided by the initial reporter, translated from (B)(6)to english: the high-pressure syringe was injected with drugs and the indwelling needle and connecting tube burst, resulting in failure of drug injection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing ruptured while using the bd intima-ii¿ closed IV catheter system, leading to failed injection. The following information was provided by the initial reporter, translated from (B)(6)to english: the high-pressure syringe was injected with drugs and the indwelling needle and connecting tube burst, resulting in failure of drug injection.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0322678. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the tubing ruptured while using the bd intima-ii¿ closed IV catheter system, leading to failed injection. The following information was provided by the initial reporter, translated from chinese to english: the high-pressure syringe was injected with drugs and the indwelling needle and connecting tube burst, resulting in failure of drug injection.